Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ultramini meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate. Based on the alleged issue, the patient did not take any action in regards to diabetes management at the time of concern. According the patient, she was treated with food/drink by a non-hcp person due to the alleged battery indicator message. The patient reportedly did not have any symptoms. The issue was resolved with training. This complaint is being reported because the patient received treatment suggestive for hypoglycemia after the battery indicator issue began.